Manufacturer narrative:
(B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was reported as poor environment/source of water. On the same day as event onset, the patient was hospitalized for the event. The patient was treated with unspecified antibiotics for peritonitis. One day prior to receipt of this report, antibiotic treatment was stopped. The patient was recovered from this peritonitis event. Dianeal therapies were ongoing. No additional information is available as the reporter declined to provide further any information.